Manufacturer narrative:
All of the buttons functioned properly however, moisture damage was found on the keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that numbers were going up or the scroll bar was moving on the insulin pump, with no input from the user. Customer's blood glucose was 297 mg/dl. The incident occurred during normal use. Customer was advised the device would be replaced and agreed to return the product for analysis.